Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information from the physician that 7 years 10 months post implant of this pulmonary bioprosthetic valved conduit in a pediatric patient, the device was replaced valve-in-valve with a medtronic transcatheter pulmonary valve (tpv) due to a significant increase in gradients, calcification, and stenosis. No other adverse patient effects were reported.